Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient's mom contacted lifescan (lfs) alleging that her son's onetouch ping meter was displaying an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue began on (B)(6) 2012 at 7pm. Just prior to the start of the reported meter issue, the patient's mother indicated her son was experiencing a symptom of dizziness. However, the patient's mother denied that he received any form of medical intervention/ treatment after the reported meter issue began. During troubleshooting, the csr noted the patient was using the subject meter for the first time, the patient was using the proper testing technique (per owner's booklet recommendation), and the test strip the patient was using at the time of the alleged issue was drawing the patient's blood sample completely. However, the reported meter issue remains unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptom started before the reported issue first occurred. There was no indication that the patient's symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.